Manufacturer narrative:
Final device investigation found that the device returned did not belong to this manufacturer, and was returned without the obturator. Upon evaluation, the device sleeve was pressure tested and was found to leak with a test plug inserted into the device. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a davinci procedure the device was leaking co2 from the top (broken seal). There was an interruption of surgery with loss of pneumoperitoneum to the point where the surgeon was going to have to replace the device with a new one. There was no patient injury.